Manufacturer narrative:
Additional information: d5: operator of device, d9, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a channel located at the port seal. Leak testing was performed and a leak was observed at the port seal. Clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is due to an inadequate port seal during the welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultra set capd disposable disconnect y-set leaked. Further described as ¿while draining they looked down to find a puddle on the floor¿. This occurred during use for peritoneal dialysis therapy. The reporter stated the "leak was coming out from the seam where the drain line inserts". The patient was three-fourths of the way done with draining when the leak was noticed. The patient completed the drain with a new set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.